Manufacturer narrative:
(B)(4). Evaluation summary: no service was dispatched. Upon shut down of unit customer rebooted the system for troubleshooting and it passed the start-up test and prime/tune and was functional and properly working, but doctor decided to complete the procedure with a back unit. (B)(4).

Event description:
It was reported that during procedure phaco system shut down. The customer rebooted and the system passed prime/tune, but doctor decided to use a back up unit to complete the procedure. Procedure was completed and no patient injury was reported.